Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure, during which high impedances were discovered on five of the contacts of the lead. The serial number and the implant date of the device were not provided by the physician despite multiple requests. It was indicated that the patient would fully recover and has regained stimulation.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The lead was returned, and analyzed visual, microscope, and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location and the lead became kinked after it exited the clik x anchor resulting in the reported complaint. A labeling review was performed on the lead's, instructions for use, IFU. There was no evidence that the lead was used in a manner inconsistent with the labeled indications. It states that system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and or lead failure are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is cause traced to component failure.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure, during which high impedances were discovered on five of the contacts of the lead. The serial number and the implant date of the device were not provided by the physician despite multiple requests. It was indicated that the patient would fully recover and has regained stimulation.